Manufacturer narrative:
Follow-up #1: date of submission 05/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 05/03/2017 with the following findings: a review of the black box showed no unexplained power interruptions. Multiple call service 087 alarms were found in the black box. No damage was found to the battery cap. The battery cap attached securely to the pump. The battery cap contact heights and widths were within specifications. A call service 069 alarm was reproduced during the rewind step. Further testing on the intermittent power complaint could not be duplicated. The pump was opened to find no damage to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.